Event description:
It was reported that the facility has a difficult time seeing the radiopaque markers on the apex balloons. It is just a general perception during their evaluation period. There have been no malfunctions during any cases and overall they have been pleased with the apex performance.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint rending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.